Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that patient's right hip was revised due to suspicion of a loose stem.